Manufacturer narrative:
Event date: the event was reported to have occurred on 6 months prior to (B)(6) 2020. Literature article: meryem b., mina a., hasnae g., rabia b., loubna b., "a case of peritoneal-pericardial leak in a (B)(6)-year-old patient on peritoneal dialysis". Bulletin de la dialyse a domicile, vol 4, no 2 (june), 2021: pp 129-135. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A study was performed in which a patient who experienced peritoneal-pericardial leak in peritoneal dialysis.. The cause and treatment of the event were not reported. It was reported if the patient was hospitalized. Patient outcomes were not reported. It was reported that there was a temporary stoppage of the capd for 11 days with passage to hemodialysis on a temporary central catheter. The pd was resumed on apd (automated peritoneal dialysis), with an injection volume initially at 1.2 liters and an empty peritoneum during the day, then gradual increase in volumes under regular clinical and ultrasound control. No additional information is available.